Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was damaged and incomplete, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 1-piece lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test but in-line inspection data showed the lens was within specifications in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event - date problem occurred: 1 week after implant (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the lens will be explanted in a secondary procedure from the patient's right eye, due to the same experiences that the patient had with their left lens implant. The patient is having the same issue of halos and glare at night while driving. The patient tried to keep the lens in to adjust to it, however, he cannot tolerate the lens anymore and will have the lens explanted on (B)(6) 2015. The explanted lens was returned, thus the explant has taken place. Date problem occurred was one (1) week after implant. A separate MDR has been filed for the lens explanted from the patient's left eye.